Event description:
On (B)(6) 2026: department of thoracic surgery. While venting a three-way connector before connecting it to a patient, a nurse in the thoracic surgery department noticed fluid leaking from the swivel joint. The nurse immediately replaced the connector before using it on the patient and promptly reported the incident to the head nurse and relevant personnel. No harm was caused.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.